Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that patient experienced severe chronic pain and discomfort, inflammation, and limited mobility in the thigh and hip area, as well as the groin. Patient also experienced episodes of grinding and popping. Although litigation reported this as metal on metal bearing, product information indicates the patient had polyethylene bearing on metal. Doi: (B)(6) 2008 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.